Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, and a functional test and visual inspection of the returned device were conducted during the investigation. The visual inspection showed that the sheath and dilator appeared used and free of signs of observable physical damage or misuse. A functional leak test was performed using a syringe filled with water to generate positive pressure. Under pressure, there was a small stream of water leaking through the silicone valve and a drip leak from a fitting joint on the extension tubing (by the shrink tube label). The adapter was disassembled to observe a small amount of glue on the threads. It also looked like there may have been a gap from a small amount of glue between the silicone disc and around the edges of the adapter fitting . The appropriate internal personnel will be notified and we will continue to monitor for similar complaints. We will continue to monitor for future events. Based on the risk assessment performed, no additional actions are required at this time.

Event description:
During a fistulogram, the sheath was inserted into the fistula. While the physician was loading the wire and catheter in and out of sheath, the valve was leaking considerably. The procedure was successfully completed with the device in question. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a fistulogram, the sheath was inserted into the fistula. While the physician was loading the wire and catheter in and out of sheath, the valve was leaking considerably. The procedure was successfully completed with the device in question. The pt did not require an add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.